Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified, a curved opening on posterior, fold creases, and observed void >1 mm in non-textured, valve-to shell-bond area. Leak test and microscopic analysis were performed. Which identified,three striated openings on anterior, posterior and radius. The fill test inspection was performed, the result is no blockage. Based on the device analysis, the final assessment is: three striated openings on anterior, posterior and radius assessed, as surgical damage consist in the use of some surgical tool.

Event description:
Healthcare professional reported, a right side deflation. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported a right side deflation. Device has been explanted.